Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 78-150mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been stored in the kitchen on top of the refrigerator and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: 515mg/dl and 495mg/dl. Customer is complaining that her meter is giving incorrect readings. She is comparing her trueresult meter to her onetouch meter. Customer ran a blood glucose test today at 6:30 am and got result 515mg/dl and her onetouch meter read 119mg/dl(fasting). The meter time and date is not set up.